Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer had informed that the customer was tested and successfully read fingerprints. The unit was checked, the universal serial bus cable was reseated, and the cable was rerouted and the customer was then tested in the hardware test application and produced multiple successful scans to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ldtriage bioid failed. User reported bio ID failed since after upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.